Manufacturer narrative:
Na.

Event description:
The customer complained of questionable elecsys pth immunoassay results for multiple patients tested on a cobas 8000 e 602 module. From the data for 31 patients provided, 29 were a reportable malfunction. Refer to the attachment to this medwatch for patient data. The results from the other analyzer were deemed to be correct. It was not known for sure if all the erroneous results were released outside of the laboratory or if there was any adverse event. Clarification has been requested but has been provided. The pth reagent lot information was requested but was not provided. Qc results before the event were acceptable. Qc results after the event showed a decrease in results but were still within acceptable range. Prior to the erroneous results, an abnormal sipper movement alarm had occurred. The field engineering specialist was unable to find a root cause. He ran mechanism checks to try and replicate the issue but was unsuccessful. He cleaned both sipper nozzles and externally cleaned and flushed out both sipper nozzle lines. He ran numerous cycles of the measuring cell preparation. He performed a system volume check. He performed performance and precision testing with acceptable results. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Clarification was provided that all the erroneous results were released outside of the laboratory. It was unknown if there were any adverse events.